Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
In approximately 2015, the patient began using the inratio system. The patient alleges that the inratio system "returned significantly inaccurate inr results, which in turn prevented her medical providers from prescribing a safe and effective dose of warfarin in a timely manner." In (B)(6) 2016, the patient was taken by ambulance to the emergency room due to gastrointestinal bleeding/rectal bleeding. As a result on the bleeding, the patient had 16 units of blood transfused and was hospitalized until the following month. In (B)(6) 2016, the patient was released from hospital. The patient reported experiencing fatigue, weakness, emotional stress, and financial burden as a result of her injuries sustained from use of the inratio system. The patient discontinued use of warfarin and use of the inratio system after being discharged from the hospital.